Event description:
Forty-eight year old woman in good condition to or for left breast revision reconstruction. During the procedure while the physician was caauterizating using the extension, a spark ocurred causing a burn at the cautery szite. The burned area ws excised. The extender was examined for cracks in the insulation and none was founddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.